Manufacturer narrative:
Results: the penumbra system 3max reperfusion catheter (3max) was fractured approximately 61.0 cm and kinked approximately 65.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the 3max was kinked and fractured. This type of damage likely occurs due to improper handling during removal from the packaging. If the device is forcefully removed from the packaging hoop at an angle, damage such as this may occur. Evaluation of the returned pump max revealed that the pump was functional. The pump was plugged in and power cycled 10 times using the power button, and no issues were found. 3maxc devices are 100% visually inspected during in-process. Pumps are 100% functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00783.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter (3max) and a penumbra system aspiration pump max 110v (pump max). During preparation for the procedure, the hospital staff noticed that the 3max was kinked upon removal from the packaging. The kinked 3max was found prior to use and therefore, was not used for the procedure. A new 3max was then opened for the procedure. During the procedure, the pump max "on/off" switch was intermittently not working. However, the procedure was completed using the second 3max and the same pump max. There was no report of an adverse effect to the patient.